Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnect alarm was confirmed through the evaluation of the submitted image. Although a specific cause for the reported event could not be conclusively determined through this evaluation, the account communicated that the driveline disconnect alarm was due to electrostatic discharge (esd). Additionally, review of the submitted log files confirmed a pump stop on (B)(6) 2026 which appeared to be consistent with esd. The account submitted one image of the system controller for review, capturing a driveline disconnect alarm on (B)(6) 2026. The controller event log file contained events from 02feb2026 through 04feb2026. A pump stop event was captured on 02feb2026 at 05:39:20, which resulted in low-speed advisory/hazard, low pump current, low flow, and pump stop fault flags. The pump stop lasted approximately 3 seconds, and the pump resumed operation at the fixed speed without issue. The observed events appeared to be consistent with a pump reset due to esd. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbooks warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noticed a driveline disconnect alarm in their system controller history the morning of (B)(6) 2026. The alarm occurred on (B)(6) 2026. The patient denied disconnecting from their driveline and denied ever hearing the driveline disconnect alarm. The alarm history was interrogated on the heartmate touch but the date from (B)(6) 2026 was already overwritten. A picture of the system controller screen showing the alarm was provided. The log file was sent for review. The event log file contained dates from (B)(6) 2026. The event log file captured a pump stop on 02feb2026 at 05:39. The event appeared to be cause by electrostatic discharge (esd). The pump was off for approximately 4 seconds during these events. No other notable alarm conditions or parameter changes were seen in the log file. Based on the log file the mechanical circulatory system (mcs) equipment operated as intended electronically and mechanically. It was later confirmed that the driveline disconnect alarm was due to the esd event. No products were exchanged and nothing would be returned.